Event description:
The customer reported that her insulin pump alarmed an error, and the back panel of the insulin pump is off. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker.